Event description:
It was reported patient underwent a left partial knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a dislocated tibial bearing. All components were removed and replaced with a total knee system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown, date implanted - unknown, manufacture date ¿ unknown.